Event description:
Trauma/Clinical Complications only. As per the customer: The patient complains of continuous very high pain. Clinical healthy parameters and also above the nerve (after taking CBCT), but the pain so bad that we had to take it out. We do not know what the cause was.